Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm reported event; device passed functional and bench tests. No anomalies were found. (B)(4).

Event description:
It was reported the rf (radio frequency) head was not reading or only 1 - 2 lights. The rf head was returned. No patient complications have been reported as a result of this event.